Event description:
The following has been reported: issues with internal things. The pump has been cleaned and tried testing an infusion but did not complete the cycle. An active infusion was not stopped and there is no report of patient harm. A preliminary review of the logs identified the following issue: electrical hardware failure (18v) the pump was returned for evaluation. During internal investigation, the pump showed signs of fluid ingress throughout the inside of the pump. The ingress points identified as lcd rtv. Set ID seal appears intact as no contamination was found at the seal, nor does it cross over into the set ID. Additionally, a sticky residue was found on lip seals on all for loading pins. Reporting as a conservative measure. No adverse effects were reported.